Manufacturer narrative:
Attempts to retrieve additional information were unsuccessful. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event cannot be determined.

Event description:
Edwards received information a patient with a 29mm 6900p mitral valve implanted eight (8) years, seven (7) months, underwent valve-in-valve procedure due to unknown reasons. The patient was treated with a 29mm sapien 3 ultra resilia valve. The patient left the room in stable condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.